Event description:
Discordant false reactive immulite 2000 (B)(6) assay result was obtained on multiple patient samples. The initial sample results were indicated reactive and repeated results were also indicating similar reactive results. The samples were run on an alternate method resulted negative results. Patient treatment was not altered and there was no report of adverse health consequences due to the discordant reactive (B)(6) assay results.

Manufacturer narrative:
Analysis of instrument and instrument data did not indicate system error. It's suspected there were issues with control and adjustment which may have contributed to the discrepant reactive results. No further evaluation of the device is required. The instrument is performing within specifications.